Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA.¿there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information the anchor broke at the dynamic end while tensioning. A second sling was used to complete the procedure.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the returned sling revealed the tensioner was near the loop of the dynamic suture, and the dynamic and static sutures were still attached to the mesh. The dynamic anchor was missing from the tensioner, and was not received. Blood residue was noted on the sling. The information received indicated the dynamic anchor broke off the suture during tensioning. Quality confirmed the dynamic anchor had detached from the tensioner. Based on the implant process, if properly placed, the dynamic suture would have been adjusted after the dynamic anchor was placed. The tensioning process would most likely have resulted in the tensioner being nearer to the mesh than the dynamic suture loop (as noted on the returned product). The dynamic anchor may have detached from the tensioner, but if properly placed, the dynamic anchor would have most likely remained inside the patient. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. Devices met specification prior to release.

Event description:
According to the available information the anchor broke at the dynamic end while tensioning. A second sling was used to complete the procedure.